Event description:
A nurse alleged that she had witnessed a patient wipe their forehead with a caviwipe.

Manufacturer narrative:
The patient did not experience any type of reaction with regard to this incident; however, the attending nurse reported that the patient was diagnosed in (B)(6) 2012 with "skin dispigmentation" and that the patient experienced symptoms of skin discoloration; light patches of skin were apparent on different areas of the patient's body. The nurse alleged that the patient experienced irritation in those areas. The nurse was not definitive as to whether or not the patient had been misusing the product during that time, or the duration and frequency of the misuse. The nurse reported that no form of treatment was pursued with regard to the patient's skin discoloration condition. The patient's skin condition is not life-threatening; however, successful treatment of it is highly unlikely. To date, the patient is doing fine. The product involved in the alleged incident was not returned; an evaluation of the retain sample is in process.